Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient's pump alarm went off and device interrogation on (B)(6) 2020 revealed a pump motor stall on (B)(6) 2020, at 12:47pm and recovered on (B)(6) 2020 at 2:44am. The pump was reprogrammed on (B)(6) 2020. The pump/battery was explanted/replaced on (B)(6) 2020. The device disposition was returned to manufacturer. The outcome of the event resolved without sequelae on (B)(6) 2020. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
H3: the pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the surgery was postponed again due to the toe ulcer. No further complications were reported regarding the event.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving hydromorphone 20 mg for a total dose of 18.00953 mg/day and bupivacaine 1.80095 mg/day via an implantable pump. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid 20mg/ml for a total dose of 18.01 mg/day via an implantable pump. It was reported there was an intermittent critical alarm. It was noted a motor stall occurred on (B)(6) 2020 at 11:45pm. It was unknown what may have contributed to the issue. Diagnostics/troubleshooting included interrogation by account. Catheter aspiration of 1 to 2ml. It was noted they were not able to do prime. A 16 minute prime through the pump stalled was performed. It was reviewed prime did not go through because of pump stall. It was reviewed if the pump was to recover; in 5 hours and 13 minutes would be how long it took to fill back up the pump catheter. It was noted the rep would follow up with the hcp about the case. It was noted that once the toe infection clears, they will do a pump replacement. The hcp was sending the patient to have the infected toe looked at prior to replacement. The catheter was 0.196ml. It was noted that surgery/surgical intervention did not occur, but was planned and scheduled for (B)(6) 2020, but did not occur due to a toe infection (unrelated to pump). The issue was not resolved at time of report. The patient's status at time of report was alive-no injury. It was noted the patient had a huge infected toe unrelated to the pump. The hcp opted to not do replacement surgery due to patient infected toe (potentially outpatient). The event date was (B)(6) 2020. No further complications were reported.